Event description:
The lay user/patient called lifescan (lfs) in march 2006 and alleged that his meter was reading inaccurately high. On march 8, 206, the pt tested his blood glucose between 9 and 10 pm. The result was 404 mg/dl. He did not report any symptoms at the time of the test. He took 22 units of his regular insulin base don a sliding scale. He retested as soon as he finished taking the insulin and the result was 96 mg/dl. He then became very concerned that he took too much insulin. He drank grape juice with sugar and retested, the result was 107 mg/dl. He then drank more grape juice with a little less sugar and fell asleep. The time was approx 11:00 pm. At around 1:00 am, his wife heard him mumbling and tired to wake him, but he was non-responsive. She called the paramedics and they arrived soon after. They attempted to test his blood glucose but he was "unreadable", he meant his blood glucose was too low to get a result. He regained consciousness and was taken tot he hospital where he received a glucose injection and was released soon after. The test strips were in good condition, codes matched, and the technique for cleaning the puncture site was correct. The technique for applying the blood to the meter result and subsequently suffered a hypoglycemic episode. A replacement meter has been sent.